Event description:
The customer reported intermittent fast stop button not working. Also, the system was intermittently exposing, not exposing and also continuously exposing. No pt injury was reported.